Event description:
A customer reported experiencing high blood glucose levels, with the specific value unknown but displayed as "high." Cause was not known. The customer took corrective action by administering a correction injection using multiple daily injections (mdi) and conducted a thorough inspection with guidance from technical support. This included checking the infusion site, tubing, and ensuring insulin was being stored and used correctly. No issues were found, and the customer was instructed to replace supplies and continue insulin therapy.